Event description:
It is reported that a (B)(6) male pt received an acetabular cup on his left hip and underwent revision surgery due to device failure.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Since the lot numbers were not provided, device history records could not be reviewed. A cause for this specific clinical event can not be ascertained from the info provided. A product failure can be confirmed. We will submit an amended medical device report should the device be returned for eval. There is no need for further corrective measures at this point in time. Zimmer (B)(4) considers the case as closed. (B)(4).